Event description:
The cde contacted an animas rep and reported that the pt was hospitalized for dka. The cde did not have the pump supplies for troubleshooting during the initial contact with the animas rep. The pt contacted animas later that the same day and reported that she was hospitalized for high blood glucose, nausea, and vomiting. The pt claimed that she was admitted to acute care and treated with IV fluids and IV insulin due to a blood glucose level of "29 mmol/l." Earlier that same day, when she woke up, the pt claimed that her fasting blood glucose level was "22" mmol/l. The pt reportedly took a corrective bolus, but claimed that her blood glucose continued to climb to "24" mmol/l. At that point, the pt claimed that she began to vomit. The pt claimed that she had changed her set/site the day prior to the event and her blood glucose level had been in the range of "9.0-10.0" mmol/l that day. When the pt restarted her pump therapy in the hospital, she found leakage of a large amount of insulin at the luer connection.

Manufacturer narrative:
The pump has not been returned to animas for eval. The animas rep involved with the contact determined that the pump was functioning properly. The tubing and cartridge used prior to the event had already been discarded. Therefore, the animas rep was unable to check for structural damage of the supplies used prior to the event. In addition, the animas rep was unable to check how the tubing and cartridge were tightened or fitted together prior to the event. Through troubleshooting, the pt confirmed that the pump settings were correct and she was tightening the luer connection correctly. The animas rep noted during the f/u contact with the pt that she was using the pump with no problems. The animas rep instructed the pt to always check and change site/set when her blood glucose is running high for no apparent reason.